Manufacturer narrative:
Sjm has limits information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20276. It was reported the pt is experiencing a tightness of the leads in the neck. The pt has effective stimulation. Follow-up identified the leads are in the facial area and tunneled to the ipg which is located in the pt's upper chest. Surgical intervention will be undertaken in the future.